Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and a defect in the sterile barrier was observed. A dye penetration test confirmed that the defect was a breach. The complaint is confirmed. The defect appears to be the result of reversion during the sterilization heating cycle. This is supported by the lighter colored adhesive transfer in some areas of the clear film. This was likely caused by the blister being too shallow on the defect side caused by cold forming of the blister. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and similar complaints for this lot number were found.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.